Event description:
Information received from the field notes that while inter- rogating the device to do a lead impedance measurement, an error message of "unable to do a lead test" was noted. The patient was not pacemaker dependent.